Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shuts down when it is unplugged. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and reviewed the battery information menu, which displayed that there was zero remaining capacity even though the battery had been charging for at least a week. The fse replaced the batteries and inspected the battery information again. The capacity was at peak and the charging current was within tolerance. The fse then completed a preventive maintenance (pm). The iabp unit was approved for clinical use and returned to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shuts down when it is unplugged. The customer later reported that the batteries of the iabp would not hold a charge. This event occurred during use on a patient. However, no adverse event was reported.